Event description:
It was reported that during device change-out for normal eri, externalized conductors were observed on the right ventricular lead. The electrical function of the lead was tested and no anomalies were detected. Patient was asymptomatic and will be monitored.